Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Product location is unknown.

Event description:
It was reported that the spacer block fractured. No adverse events were reported due to this event.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The complaint sample was evaluated and the reported event was confirmed through physical evaluation. The returned device showed signs of repeated use and was confirmed to be fractured. The device history records were reviewed and no discrepancies were identified. The device has a potential field age of greater than sixteen (16) years. A long field age might be a potential contributing factor for the fracture, however, it was reported that the item fractured when a tray fell on it. Therefore, the root cause is attributed to the falling of the tray on the device that resulted in the fracture. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.